Manufacturer narrative:
(B)(4).

Event description:
It was reported that farfield r-wave oversensing leading to false auto mode switching episodes were observed. Programming change was made. Patient condition is good.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that through merlin.net transmission, atrial undersensing was observed due to change in sensitivity which was done to resolve far-field r wave oversensing. Increase in atrial threshold was also noted. Lead re-positioning was recommended. Programming changes were made. Patient's condition was good and patient will be monitored through merlin.net transmission.